Manufacturer narrative:
(B)(4). We are awaiting device return. If the device is returned for eval, a follow-up report will be submitted with the results of our investigation.

Event description:
It was reported while using the catheter for an ablation procedure, the irrigation tubing broke from the handle of the catheter. There were no consequences to the pt.